Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he is having irritation and feels like his eye is "rejecting" the lens. In a follow up phone call with the consumer, he reported that his vision is good, but he has a dull throbbing pain, inflammation, and "white blood cells" on the iris. He reported he is being treated with medications and is concerned because he does not want to have a reaction from taking too much medication. The consumer reported he has had no previous eye problems. He has seen his surgeon several times and has been evaluated by a retinal specialist. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed for the complaint product lot because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause could not be identified by the investigation. At the request of the consumer, the surgeon was not contacted. (B)(4).